Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine post operation follow up. Upon review, the right ventricular lead exhibited no capture and decreased sensing. A chest x-ray was performed which noted right ventricular lead dislodgement. The lead's tachycardia therapy was disabled. On (B)(6) 2019, the lead was explanted and replaced. The patient was stable throughout.